Event description:
Reported issue: several devices showed the problem of being rigid causing blister/pressure to the patients' lips. Disconnection is the other issue resulting in the tube disconnecting from the connector. The specific information for each case is unknown. Associated report 8040412-2023-00140.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: several devices showed the problem of being rigid causing blister/pressure to the patients' lips. Disconnection is the other issue resulting in the tube disconnecting from the connector. The specific information for each case is unknown.

Event description:
Reported issue: several devices showed the problem of being rigid causing blister/pressure to the patients' lips. Disconnection is the other issue resulting in the tube disconnecting from the connector. The specific information for each case is unknown. Associated report 8040412-2023-00140.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer returned a representative sample for evaluation. The manufacturing site reports "no rough surface observe on the tube. Furthermore, shore hardness of the raw tube material of customer complaint lot were reviewed, and the results were meeting the specification." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.